Event description:
The customer reported that the cta (closed tube aliquotter) sample probe dripped and all quality controls recovered low on their unicel dxc 600i synchron access clinical system. There were no injuries related to the incident. The operator wore a lab coat and gloves while operating the instrument. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse found loose tube fittings on the wash buffer reservoir that had leaked buffer into the bottom of pull-out tray and a broken click fitting at the top of the sample probe. The fse tightened the fitting and replaced the sample probe, wash syringes and probe tubing. The fse performed a performance verification test (pvt) for carryover which passed. The fse verified operation. (B)(4).